Event description:
Set screw in lateral offset connector in a mesa construct backed-out approximately 2 months post-operatively. Patient was revised.

Manufacturer narrative:
The manufacturing records for the implants were reviewed and there were no manufacturing or inspection discrepancies found. The explants were returned and a preliminary evaluation performed. The abrasions on the rod contact surface of the set screw indicate that the rod may not have been optimally seated in the connector. The instruments used to torque down the set screw have not yet been returned but will be evaluated once received. No firm conclusions can be drawn at this time regarding the cause of the set screw back-out.

Manufacturer narrative:
The torque limiting handles used in the case were never returned; therefore, the exact cause of the reported issue cannot be ascertained.